Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the centrimag system producing a s3 alarm and displaying zero flow were confirmed; however, the reported issues were not suspected to be related to the exchanged flow probe (serial number: unknown). The reported events have addressed fully under the investigations of the returned centrimag console and centrimag motor. The downloaded log file was reviewed, and there were no alerts related to the operation of the flow probe. The flow probe was not returned for analysis. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s3 and m2 alarms. The device history records could not be reviewed for the flow probe, as its serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related console MFR #: 3003306248-2023-05071. Related motor MFR #: 3003306248-2023-05072.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient was on centrimag ECMO support when the console started to alarm. Someone immediately entered the room to check on the patient and the patient was not receiving any flow. Patient information not available in sales force. Customer switched out the cmag motor, console, flow probes, etc. And patient went back on support. There were no reported adverse events otherwise. It was s3 error - system alert.